Event description:
It was reported that the customer was taken to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level of 440-444 mg/dl range and diabetic ketoacidosis. The customer was treated with intravenous insulin and saline. At the time of the report with tandem technical support the customer was still admitted to the hospital. Reportedly, intermittent occlusion alarms occurred. The customer reverted to an alternate method of insulin therapy.